Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was hospitalized (twenty days prior to death) and discharged (ten days prior to death) for other indications. It was reported the patient passed away in a nursing home. The cause of death was unknown. It was reported pd therapy was ongoing at the time of death; however, it was unknown if the patient was performing therapy with the hc device prior to death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A service history review was performed and revealed no issues that could have caused or contributed to the reported event. The event history log was reviewed and revealed no programming, malfunction, or increased intraperitoneal volume (iipv) events that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted and testing of the pneumatic system revealed all pressures to be correct and stable. The device passed seal, purge, and wet disposable integrity testing. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunctions, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.